Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp)  helium gas low alarm sounded and the nurse called the me. The me instructed the nurse to open the tank over the phone. The nurse tried to open it, but the gas did not fill.  The nurse then tried to refill the helium gas and restart the device from standby, as instructed by the me over the phone, but it remained in standby. The iabp stopped working for twenty-three minutes because helium tank was not opened.  There was no change in the patient's condition, no health damage.

Event description:
N/a.

Manufacturer narrative:
. A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The field service engineer found that the user had forgotten to open the helium tank. There was nothing found wrong with the helium tank. The unit started working after the field service engineer opened the tank.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a